Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported the device would be returned for analysis at the explant surgery. The patient was not interested in determining the cause of the recharging issues and return of back pain, and they no longer had issues after returning to group b. The report was incorrect in that the best program was b, and the rep added a new c program to the trial. The patient was able to get effective therapy again when switching programs. The recharging issues resolved when the patient changed their group setting. The intensity level not displaying was due to user error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue was resolved.

Event description:
The patient (pt) reported they had a doctor's appointment on (B)(6) 2025, and a rep was at the appointment and changed their settings from group b to group c. Since that appointment, the pt had noticed an issue with the implanted neurostimulator (ins) not depleting as quickly as it had been previously. They reported they normally charge for 1.5 hours, but now it was showing fully charged within 10 minutes. They also stated that it has been a week since they last charged the implant, but it was not normal for the ins to go a week without needing to charge it. The pt also reported they were experiencing a return of back pain since the on (B)(6) appointment. On (B)(6), the pt contacted the rep and during that call it was identified that stimulation was turned off, so they thought perhaps that was the reason why the ins was not needing to be charged. The rep told the pt they were not familiar with the pt's equipment and redirected the pt to call patient services. The pt let the implant go for a day or two and then tried to charge it again for 10 minutes and it, again, said fully charged, but their back was telling them it was not charging because they were in more pain every day than they are once they charge the ins normally. During the call, the pt used their programmer to connect to the ins, and confirmed they were on group b. The pt was able to increase intensity in group b however, there was no intensity number next to it. The issue was not resolved, so the pt was redirected to see their doctor. On (B)(6) 2025, the pt reported they have an appointment scheduled to replace their ins on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97714 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. No significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.